Event description:
It was reported that a device was fracture occurred. The target lesion was in the esophageal varicose veins. A 130cm direxion hi-flo fathom-16 system was selected for use. During advancing to the lesion, the fathom guidewire was trapped within the catheter system and was removed as a unit. However, the device was noted to be fractured about half of the catheter, but it was confirmed that the device was completely removed without leaving fragments in the patient's body. As per physician's opinion, the fracture is possibly due to manufacturing defect. The procedure was completed with another of the same device. There were no patient complications reported.